Event description:
The hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm), when loading the delivery system, the seal is not completely inserted into the tube. Surgery was completed using another hst. The operation was completed without any major abnormalities in the patient's condition.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10 analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there were three (3) additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿(B)(6) 2021 through (B)(6) 2022¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 02/28/2022. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the both the delivery device as well as on the loading device which indicates an attempt was made to introduce the device into the aorta. The seal was not observed in the photographs. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device as well as on the delivery device. The delivery device was returned outside the loading device. Blood was observed on the delivery device indicating an attempt was made to introduce the device into the aorta. The white plunger was fully depressed and the blue safety lock was off which allows for the white plunger to be depressed. The seal and tension spring assembly was not returned for evaluation. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the incomplete device return, the reported failure "fitting problem" was not confirmed.

Event description:
N/a.